Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A complaint trending review determined that there is no adverse trend for the product for the complaint issue. No elevated complaint activity was identified for lot 32197ud00. No adverse trends were identified. Labeling review determined that there is sufficient labeling to aid the customer in troubleshooting this issue. A review of the product quality history for the lot number 32197ud00 using search of the corrective and preventive actions system did not identify issues associated with the customer observation. Accuracy testing was performed using the complaint lot. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. No product deficiency was identified.

Event description:
The account questioned the difference in alinity I estradiol results on a patient sample processed on 2 alinity I processing modules. The account does not know which analyzer generated the correct results for sid (B)(6), but the results from serial (B)(4) were reported out of the lab. On (B)(6) 2022 sid (B)(6) (female) generated: alinity I estradiol > 1000.00, 1469.89, 1491.87, 1438.42, 1442.22 pg/ml (serial (B)(4)). Alinity I estradiol 916.48. 928.19 pg/ml (serial (B)(4)). Alinity I estradiol <1000, 1473.60, 1424.74, 1430.25 pg/ml (serial (B)(4)). Historical patient values: 125 pg/ml (on (B)(6)2021), 104 pg/ml (on (B)(6)2021), 360 pg/ml (on (B)(6)2021), 120 pg/ml (on (B)(6)2021), 61 pg/ml (on (B)(6)2021), 91 pg/ml (on (B)(6)2021). No other specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier does not contain enough spaces, the entire ID is (B)(6). Contact phone, the entire phone is (B)(6). An evaluation is in process. A followup report will be provided when the evaluation is complete.

Manufacturer narrative:
Section b.5 updated information: alinity I estradiol <1000 (serial (B)(6)) to alinity I estradiol >1000 (serial (B)(6)). An evaluation is in process. A followup report will be provided when the evaluation is complete.section b.5 updated information: alinity I estradiol <1000 (serial (B)(6)) to alinity I estradiol >1000 (serial (B)(6)).

Event description:
Updated information: alinity I estradiol >1000 (serial (B)(6)).